Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was in the 300s mg/dl with a moderate level of ketones. A school nurse assisted the customer and with administering the correction bolus to address the high bg. The contact was not sure what caused the high bg level. At the time of the report, the customer's bg level was within the target range. Tandem technical support advised the customer to discuss the event with a healthcare provider.